Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported out-of-range quality controls (qcs) recovery for total human chorionic gonadotropin (thcg) on an atellica im 1300 analyzer. While performing a lookback, the customer identified that the repeat result for a sample recovered lower than the initial recovery; however, the difference was deemed clinically insignificant. The customer unloaded the reagent packs and manually remixed it to resuspend particles. The customer used new qc and reagents and recalibrated the assay. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse determined that the reagent probe 1 was bent, which slightly scraped against the plastic cover over the reagent. The cse replaced the r1 probe, cleaned the plastic cover, primed the instrument, and ran auto check, a precision study, and qc, which passed. Upon further review of instrument files, siemens determined there was no evidence of a hardware issue that impacted the delivery of the thcg reagents nor the affected sample. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a total human chorionic gonadotropin (thcg) result of 18.9 miu/ml was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s). The customer relabeled the sample from ga289842 to ga289843 and reprocessed the sample on an alternate atellica im 1300 analyzer, which recovered lower. The repeat result was not reported to the physician(s) as the customer stated that the repeat result was not clinically significant from the initial result. There are no known reports of patient intervention or adverse health consequences due to the event.